Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient was diagnosed with and hospitalized for peritonitis. Treatment was not reported and at the time of this report, the patient was recovering. It was not reported if dianeal therapy was ongoing. Concomitant medications were not reported. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). This complaint for a report of peritonitis was not confirmed. A batch review was performed for h11d20015 and an exception was noted but does not indicate any issues related to the complaint. There were no deviations from standard procedure. A review of all batch record documents was performed for h11c16015 and h11b19094 with no issues noted during the manufacturing process. There were no deviations from standard procedure. There was no report of any type of use error that would have led to this issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.